Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Review of provided medical records notes the patient dislocated mobile bearing with unsuccessful reduction attempt in office. The bearing was not completely dislocated but was spun clockwise 90 degrees such that the anterior surface of the bearing was contacting the lateral aspect of the tibial component. The patient elected to revise to a thicker bearing which provided excellent balance in rom testing. Contributing factors of event is that the patient was lying on her couch with the knee hyperflexed, probably with a valgus moment on the knee. She went to straighten her knee out and had sudden pain and could not bear weight. Later, at a dr office visit it was discussed that it was thought that the dislocated bearing contused her saphenous nerve and set off an unfortunate case of a complex regional pain syndrome. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Based on the available information, the reported event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right partial knee revision of the tibial bearing to address pain and dislocation approximately eleven (11) months post-operatively. Initial operative notes noted no intraoperative complications. Revision operative notes noted that the patient presented with a dislocated mobile bearing with unsuccessful reduction attempt in the office. The bearing was not completely dislocated but was spun clockwise 90 degrees, such that the anterior surface of the bearing was contacting the lateral aspect of the tibial component. The surgeon elected to revise to a thicker bearing, which provided excellent balance in range of motion testing. No intraoperative complications were noted.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - oxford partial knee femoral component medium catalog #: 154601 lot #: 2112444, oxford partial knee tibial tray size b catalog #: 154721 lot #: 1718239. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on apr 9, 2014, jul 8, 2014, and aug 27, 2014 under manufacturing report number 1825034-2014-02575.